Event description:
It was reported that balloon rupture occured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified middle of right coronary artery. A 8mm x 3.25mm nc quantum apex balloon catheter was selected to dilate the lesion. The balloon ruptured at around 10 atms during the 1st inflation. The balloon was completely removed from the patient. No kink noted prior use. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).